Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing heat at the implanted neurostimulator (ins) site when recharging as well as at intermittent times throughout the day for "seemingly no reason". The pt reported pain at the ins site. The pt had tried using an ice pack on the ins site and the ice pack melts quickly when the ins site is hot. The rep confirmed the pt has not reported any incident of injury related to this. The rep also confirmed there were no signs of infection. When the rep met with the pt on (B)(6) 2025, the ins site was not hot. The rep checked impedances and reported the connection was good and all impedances were under 1200 ohms (no report of out of range impedances). The issue is ongoing and has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.